Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was turned off to implant a heartmate ii lvad. The ICD would not interrogate with the programmer after the procedure. The device was later explanted.

Event description:
It is reported that pt was revised due to loosening.